Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. No additional adverse patient effects were reported.